Event description:
The clinician reports that the day the implant was placed in fdi 12, failure occurred upon insertion. Patient presented with fair oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. There were no reported patient injuries or complications.